Event description:
Customer reported that a pt caught an infection due to the presence of the fungus "aspergillus fumigatus" in his nasal septum. Customer discovered the presence of "aspergillus fumigator" into the dust located inside the prisma, and thought this internal dust blown by the fan infected the pt. The pt was treated for this infection.